Event description:
It is reported that the patient continues to have pain, swelling and implant gives out. Bone scan showed possible loosening or infection.

Manufacturer narrative:
Evaluation summary: neither x-rays nor surgical reports were provided; therefore, fit, orientation and surgical technique could not be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided; however, the complaint may be revised upon return of operative reports, x-rays, product or further information. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.